Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested, customer indicated it was not available.

Event description:
The customer reported the device alarmed due to a blower temperature high reference failure while in use on a patient. There was no patient harm.

Manufacturer narrative:
The field service engineer replaced the blower assembly to address the reported issue. The device successfully passed performance specification testing. The blower assembly was returned to the manufacturer for failure investigation. Visual inspection of the blower assembly found the blower assembly was disassembled prior to being returned and the part was damaged; the windings were damaged, the heat sink mounting screw head was stripped and the heat sink was damaged, multiple wires were severed and the motor housing was damaged. The root cause of the blower temperature failure cannot be determined due to the physical damage to this unit.